Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with diabetic ketoacidosis; a blood glucose level was not provided. Reportedly, the customer was using fiasp within their pump supplies. Customer declined troubleshooting with tandem technical support (tts) and declined to provide further information. Tts educated contact regarding off-label insulin.